Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to evaluate the reported issue. After testing and performing a pm the stm was not able to reproduce the issue reported by the customer. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) went into stand by. There was no harm or injury to patient and no adverse event was reported.